Event description:
Supplemental medwatch being sent for additional information.

Manufacturer narrative:
H3: FDA medsun report number: (B)(4). Customer reported that a sterile c-arm equipment drape ripped while being applied to the equipment¿prior to the procedure. No images or videos and no product return are available. The event is described solely from the customer¿s account. The tear occurred before the procedure during application. No patient was involved, no breach of the sterile field during the procedure was reported, and no adverse outcome or serious injury occurred. Reported sku:cfi-655. Reported lot: 6644800 (DHR for this lot is not retrievable in our system due to record unavailability.) The closest available lot (66444801; mfg date 01/30/2025) was reviewed; no nonconformances or anomalies were identified. All evaluated production samples from representative lots passed inspection prior to release. Film tensile strength and film specification (per design requirements) met acceptance criteria in verification/ongoing qc. Packaging integrity and shelf-life verification records were also acceptable. Without product return or media, root cause could not be determined. Review of the past 36 months identified one other complaint for this sku and one unrelated complaint in the broader product family. Complaint rate for this sku is (B)(4) based on sales volume during this interval, which is within established control limits. No death or serious injury occurred; no evidence indicates this event would likely cause serious injury when standard practice (replacing a torn drape) is followed. Current evidence does not indicate a manufacturing nonconformity for the reported lot/family. No corrective or preventive action (CAPA) is initiated at this time; however, we will continue monthly trending. Any excursion above control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
C-arm drape immediately ripped open applying to c-arm device malfunction. The device did not do what it was supposed to do.